Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information noted that this device was explanted and returned. The product is expected to be returned for analysis. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient was presented to the emergency room due to syncope. Upon interrogating the device intermittent capture was noted and eventually loss of capture. The patient had a heart rate of 35. An increase in pacing thresholds was noted on the right ventricular lead. The amplitudes were reprogrammed and the patient was scheduled to return to the clinic in a month to assess the right ventricular lead. At this time the system remains implanted.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.